Manufacturer narrative:
Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform self-test and displacement test or verify communication to bg meter, sensor simulator due to unresponsive button. (B)(4).

Event description:
It was reported that continuous communication issues between blood glucose meter and insulin pump and the transmitter and insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was returned for analysis.